Event description:
It was reported during a total knee arthroplasty procedure, it was observed that while using the robotic-assisted solution satellite station device, the clinician had experienced some inconsistencies with the tibial re-sections. It was reported that the device was being used with a robotic assisted base station. It was reported that the case turned out well. It was not reported if there were any delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4). Device manufacture date is unknown. The device serial or lot number is unknown. Concomitant medical devices and therapy dates, base station device, (B)(6), 2022.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The actual was evaluated. And there were no defects observed, with the system or the software. It was observed, that the system was operating properly. Based on feedback from the clinician, it was determined, that the tibial resections were being compared to cutting blocks. The velys robotic-assisted solution is aligned using acquired anatomical landmarks rather than the fixation of cutting guides. The differences in how alignment is controlled could lead to perceived visual differences as in the case of tibial resection depths relative to manual cutting blocks. The device log files were unable to be reviewed for this event. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.